Event description:
A report was received per social media that the patient had a pain and felt like a kitten purring in the lap. It was also reported that the patient had six wound revisions before and decided to have it removed.